Event description:
A patient underwent a total laparoscopic hysterectomy in which seprafilm was used. Seprafilm was applied to pelvic floor and uterine stump sutures. Seven days post-operative the patient was discharged home. Four days after discharge, the patient experienced a fever (38°c). Three days later, the patient presented to the hospital for an echo exam and a diagnosis of pelvic floor abscess was made. The following day, the patient was hospitalized and treated with chloramphenicol (tablet 100mg x 1/1 day), (miya bm 1g x 3 times/day) and tazopipe (4.5 g x 3/1day). Vaginal cleansing was started and administrated until discharge (four days after admission). At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.